Event description:
It was reported that during a lap sleeve gastrectomy procedure, with a green reload on gastric tissue, staples were present but were malformed or not formed at all. The stapler also did not cut the length of the device. Device was fully fired/stroked three times to advance the knife blade and 1 time to return the knife blade. Device was harder to fire than normal. Surgeon commented that stapler appeared to push the tissue toward the distal tip of the stapler. No buttressing material was used and there were no clips in or near the staple line. They opened another long60a and completed the case without any issues. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Gastric tissue at what location on the tissue? On the 6th firing as surgeon approached ge junction. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 6th. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Were any unexpected noises heard? Nothing unexpected. If so, when? Were any of the forces higher or lower than expected (closing)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Was there any damage to the tissue? Picture of staple line is attached and will be sent in with the product. If so please explain the damage and how the tissue was repaired? The tissue was not damaged, there was just mangled staples and no cut line. They opened another stapler, surgeon placed stapler for next firing just lateral to prior firing and completed a 7th firing followed by an 8th firing to complete the transection of the stomach. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. The device was received for analysis with no visual non-conformances and with a green cartridge reload loaded. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. In addition, a photograph was returned for ees review: no conclusion could be reached based on the photographic evidence to determine the root cause. However, it is possible based on the photographs and the event description provided, that the complication was the result of tissue plowing, resulting in deck deflection and a short cut line. It could not be determined exactly what caused the tissue to start move between the jaws.